Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of a patient who underwent an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. Upon valve deployment, the patient blood pressure did not recover post rapid pacing/valve deployment. Cardiopulmonary resuscitation (CPR) was initiated and there was no cardiac output. Pericardial effusion was ruled out immediately. After 17 minutes of CPR, epinephrine bolus's, several investigations and considerations to rule out the cause of the cardiac arrest, there was no evident cause for pulseless electrical activity (pea) was identified. The patient was pronounced dead. In review of the deployment and an aortogram during the cardiac arrest, it became apparent that the valve was implanted in the incorrect orientation, the open cells were oriented to the ventricle. The valve was prepped by an experienced nurse and orientation check was done by the implanting physician. The error was not appreciated until after the event had concluded. Perceived root cause of the reported event: operator error.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Cine imagery was provided by the site and the following was observed: valve was implanted in incorrect orientation, the outflow is directed towards the ventricle. The complaint of valve implanted in the incorrectly orientation was confirmed from the imagery. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training manual revealed no deficiencies. As reported, 'upon valve deployment, the patient blood pressure did not recover post rapid pacing/valve deployment. In review of the deployment and an aortogram during the cardiac arrest, it became apparent that the valve was implanted in the wrong orientation, the open cells were oriented to the ventricle. The valve was prepped by an experienced nurse and orientation check was done by the implanting physician.' In this case, perceived root cause of the event is reported as operator error. Both the nurse who crimped the valve, and the implanting physician, failed to identify that the valve was crimped in incorrect orientation. As such, available information suggests that procedural factors (failure to identify incorrect orientation of thv) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.